Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure due right atrial (ra) lead anomaly. During the laser lead extraction procedure, the medtronic right ventricular (rv) lead was inadvertently damaged resulting in low lead impedance (<100 ohms) and high capture threshold. The rv lead was capped and replaced. The patient¿s condition was stable during and after the procedure.